Event description:
Procedure type: andominoplasty. According to the reporter: abdominal and perineal wound inflection post-surgery. There was tissue damage that resulted in re-operation on (B)(6) 2013 for complete removal of the vloc permanent suture and debridement of abdomen. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).